Event description:
Paramedics responded to a person described as in full cardiac arrest. The pt was connected to the device to administer transcutaneous pacing. According to the reporter, at some time while pacing, the device lost power from a low battery and when a fresh battery was installed approx 5 seconds later, all capture was subsequently lost and never re-attained. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion the attending paramedic's assessment of the pt's viability.